Manufacturer narrative:
.

Event description:
It was reported that during preparation for device replacement, the pulse generator was found to be in backup mode. The device was explanted and replaced as planned.